Event description:
It was reported that this pacemaker system had stored atrial tachy response (atr) episodes. Technical services (ts) reviewed device episode data and determined that this was due to far-field oversensing of the ventricular pacing signal on the right atrial (ra) lead channel. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.